Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that the cardiosave intra aortic balloon pump (iabp) required executive board replacement. Unit is older than 8 years, and executive board equipped with inbuilt nvram. There was no patient involved.